Event description:
During an ercp, for sphincteroplasty in the 2nd portion of the duodenum, a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic was used. The guidewire port was already broken when the package was opened. Then, the balloon dilator was inserted into the accessory channel and placed in the ampulla [off label]. It was slowly dilated using diluted contrast. However, the balloon slid out of place and the balloon was deflated for repositioning. At this time, the user noticed kinks in the catheter/plastic portion of the balloon. However, one of the kinks eventually tore off [catheter kinked or broken]. The user could not control the balloon dilator properly and decided to remove the whole thing from the accessory channel of the scope. A biliary stent was used instead. A section of the device did not remain inside the patient¿s body. The patient did require an additional procedures due to this occurrence; since the user was unable to do the sphincteroplasty, the choledocholithiasis could not be removed. Hence, a stent insertion was done instead of stone removal [not intervention to preclude serious injury or death]. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is ongoing. A follow up emdr report will be sent within 30 days of submission for a completed investigation.

Manufacturer narrative:
The investigation is ongoing. A follow up emdr report will be sent within 30 days of submission for the completed investigation.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. There were also 5 photos provided with the complaint and they show the catheter cracked and kinked, along with the broken purple luer on the blue switch assembly. A photo of the product labeling including the lot number was also provided our laboratory evaluation of the product said to be involved confirmed the report. The blue catheter was found to be completely broken at the 148 cm location exposing the inner purple lumen. A kink was also observed at the 150.5 cm location. The male luer connector of the blue switch assembly was also found to be broken right at the top of the female luer cap. No other damage was identified on the returned device and no additional testing could be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved. The blue catheter had been kinked and broken and the hub assembly had also been broken. The information received indicated that the balloon was used to dilate the ampulla. Use of the balloon to dilate the ampulla is against the intended use of the device and is the most likely cause for the reported observation. The intended use in the instructions for use state: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The instructions for use also state: "do not use this device for any purpose other than stated intended use." Additional information received indicates that lubrication and negative pressure were not applied to the device prior to advancement through the endoscope. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user: " to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Damage to the catheter can also occur if the device experiences excessive pressure during general handling or during difficult advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.